Manufacturer narrative:
The preliminary risk assessment indicates: severity 3 (critical). Reason: if any of the accessories fall out of the accessory holder, it could result in a serious injury. Probability: c (remote). The event of a falling accessory did not occur, however, it may occur once if the user continues the device if the accessory holder is not locked properly. Final corrective action is pending further investigation. No other products are affected.

Event description:
A potential product issue has been reported with our mevatorn linear accelerator. In the abundance of caution, this issue is being reported. It has been found that the accessory holder does not securely lock trays of decimal compensators consistently. This is an intermittent problem. On this machine, the latching assemblies were replaced in (B)(6) 2010. No info was reported that suggests a mistreatment or serious injury has occurred and the accessory holder did not fall out.